Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: investigation revealed that the pump powered on with the appropriate audible and vibratory tone. The keypad was tested; all keypad buttons were responsive to user input. No hypersensitive keys were noted on the keypad. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed on the pump and both accurately recorded in the pump history. A 1.0 unit/hour basal program was executed for 24 hours with no issues noted. Unrelated to the complaint, the display screen was found to be discolored. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The reporter alleged the morning bolus of 3.0 units was not recorded in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.